Event description:
This report is to advise of a fracture with a protruding component found in the catheter tip during investigation.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. An internal component was protruding out of the catheter shaft material, just distal to electrode ring 3. Additionally, the catheter¿s backfill material had been fractured within the distal shaft area. 0.3605¿ proximal to the distal tip. No other visual anomalies were noted. No contact force was displayed when the returned device was connected to the tactisys quartz unit. A thermocouple signal loss error and optical signal loss error were displayed, and optical fibers 2 and 3 no longer met specifications for optical properties. Optical fiber 3 was fractured within the bend restrictor, consistent with the detected optical signal issues. The deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed thermocouple error message. Further investigation revealed that the backfill adhesive within the catheter shaft had been fractured between electrode rings 2 and 3. Optical fiber 2 and the deformable body thermocouple (tc2) wires were determined to be fractured at the location of the fracture in the backfill adhesive, consistent with the observed error messages, the detected open circuit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of fractured optical fiber 3 remains unknown.